Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump displayed an insulin occlusion alert that required the user to select the insulin occlusion notification and resume delivery, after which the user changed the expired infusion set by replacing the cartridge and tubing using a teflon infusion set; blood glucose rose to 212 mg/dl prior to resolution, and the occlusion was only resolved after the supply change. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found; the event was characterized as a lack of effect prior to the infusion set change, and the specific component involved could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established.